Manufacturer narrative:
This investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead underwent a revision and was repositioned due to high capture threshold and oversensing of noisy signals, as well as patient discomfort associated with rv pacing. Ultimately, this lead was surgically abandoned. No additional adverse patient effects were reported.